Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated. The difficulties encountered appear to be the result of anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. The clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 4. An additional clip was implanted to stabilize the slda clip. A total of three clips were implanted reducing mr to 2. There were no adverse patient effects. No additional information was provided.